Manufacturer narrative:
Refer to manufacturer report #3004209178-2017-23332 for details pertaining to the related reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins). It was reported that the patient had a short circuit of 7 ohms on contact 0<(>&<)>3. The patient was having ins replacement due to normal battery depletion at the time of the impedances tests, done before and during replacement surgery. No further action was taken as the short was not impacting the patient's therapeutic settings. No patient symptoms or further complications were reported as a result of this event.